Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the generator was exposed. The device was explanted due to possibility of infection occurring. The patient was in stable condition.